Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult catheter insertion was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter. Usage residues were observed throughout the sample. Microscopic inspection of the distal end of the catheter revealed deformation. The catheter tip appeared irregular. A non-complainant needle was inserted through the catheter. A gap was observed at the transition between the catheter and the needle. The rough transition between the catheter and the non-complainant needle would likely result in resistance during attempted catheter advancement, but insufficient evidence was present to determine the exact cause of the event a lot history review (lhr) of refw4292 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported issues piercing through the vein and then have trouble advancing the catheter. It was stated, "it feels like I¿m trying to pierce the vein with a dull needle. Despite having a hard time piercing the vein, I can see my needle tip in the vein but can¿t advance the catheter. I check my wire and the needle tip before inserting but am having to stick multiple times." No harm to patient. On (B)(6) 2022: the distal end of the returned catheter revealed deformation and appeared irregular.